Manufacturer narrative:
G4: please note that this product 751090002 (inductos 751090002 4mg ch) is not marketed in the united states; however, it is similar to the united states marketed device 7510800 (infuse® bone graft). Additional codes: annex g - g07002 (recombinant human bone morphogenetic protein) h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was back pain after first surgery. It was reported that, inductos was used 100% in posterior fusion (out of cage) in massive grafting associated with autograft and allograft. The cage was placed with bone substitute and lengthening of 2 rods with rod connectors up to the sacrum with iliac screws and bmp2 was used. Initial surgery was performed with cages and rods. Revision surgery was performed due to back pain after initial surgery. There is no causal relationship between backpain and materials used in the first surgery. No further complications reported regarding the event.